Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 95% stenosed, concentric lesion in the totally occluded mid left anterior descending (lad) coronary artery. Pre-dilatation was done with a 3.0 nc trek balloon successfully and a 2.5 x 15 mm xience v was advanced to the target lesion however, the stent delivery system (sds) failed to cross the target lesion due to a previously implanted non-identified stent. Resistance was felt during retraction of the sds. Once the xience v was removed from the patient it was noted that the stent strut was flared. Then the physician attempted to use a 2.5 x 8 mm xience xpedition and a 2.25 x 28 mm xience v however; both stent delivery systems failed to cross the target lesion due to the previously implanted non-identified stent. A non-identified drug eluting balloon was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.